Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated the cgm was displaying 141 mg/dl and she did not have a glucometer to check her blood glucose. She stated during this time, she had swelling and fluid in her face and was taken to the emergency department by her friend. At the ed, her bg was 300 mg/dl. It was not known what the cgm was displaying during this time. The patient had blood work done and was diagnosed with diabetic ketoacidosis. The patient was treated with antibiotics for the infection on her face and was put on an endotool drip. When she started to become stable, she was provided magnesium, potassium, insulin and IV fluids. The patient was in the hospital until (B)(6) 2024. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.